Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Should additional information become available, a follow-up report will be filed.

Manufacturer narrative:
(B)(4). This complaint could not be confirmed. Based on the information gathered during baxter's investigation, the root cause of the report was intentional misuse, as the patient reused a drain line extension. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer contacted baxter's technical service center regarding a check lines and bags alarm, which occurred on the homechoice (hc) during use. The patient was not connected. The baxter technical service representative (tsr) explained the alarm. The patient stated they changed the drain line extension once a week. The patient stated they would try a new extension line and hung up. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the patient on (B)(6) 2011 regarding the reported event. The patient stated once they changed out the drain line extension they were able to resume therapy successfully. Baxter product surveillance informed the patient that reuse of drain line extensions was not recommended. The patient stated that since then everything has been going fine. There was no patient injury or medical intervention reported. No further information was available.